Event description:
An attempt was made to deploy a 3.0mm diameter x 12mm length endeavor sprint rx drug-eluting coronary stent in to a pt. The target lesion, located in the lda # 6-7 was described as totally occluded, moderately tortuous with severe calcification. A 90% stenosis was still present after pre dilatation. Prior to this, one other endeavor sprint rx was successfully deployed at distal lesion. However, it was reported that strong resistance was noted at proximal to the lesion and the relevant device could not cross. On removal from the pt body, the physician noted that the stent strut was damaged. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: tortuosity, severe calcification and 90% stenosis. Conclusion: tortuosity, severe calcification and 90% stenosis.